Event description:
According to the reporter: the customer reports that the instrument either did not deliver any clip, or when the clip deployed, it did not close. The operator used a second device from the same lot with similar issues. Upon firing one clip, because it did not close, cut a vessel slightly. There was no significant blood loss, but an extension in or time.

Manufacturer narrative:
(B) (4).